Manufacturer narrative:
The information reported under manufacturer¿s report (MFR) 2649622-2019-03328 was previously reported under MFR 3007566237-2019-00467. Additional review indicates this information pertains to MFR 3007566237-2019-00467 and any additional information related to this event will be reported under this MFR. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep). It was reported there was a defective trial lead. There were no further complications that have been reported as a result of this event.